Event description:
It was reported to medtronic minimed that the customer experienced a huge crack on the pump on the battery compartment, and it's not the issue with the pump. The customer reported insufficient information treated with hospitalization: overnight stay. The event involved product(s) mmt-1880. Troubleshooting was performed, and the issue was not resolved. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not and whether the customer was used the auto mode feature or not. No further patient complications were reported. Product return was requested for mmt-1880. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, faded end cap address label, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. There were no boluses listed on the event date 17-sep-2024 in the pump history file. Please see below for the daily total of all insulin delivered on the event date 17-sep-2024 in the pump history file. 09/18/2024 00:00:00.000 dailytotalsg670 (63), dailytotalcollectionstarttime: 09/17/2024 00:00:00.000, dailytotalofallinsulindelivered: 452000 (45.2 u), dailytotalofbasalinsulindelivered: 452000 (45.2 u), dailytotalofbolusinsulindelivered: 0 (0 u). There were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 17-sep-2024 in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 17-sep-2024 in the pump history file. The pump passed the functional testing. Cosmetic damage was confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.